Manufacturer narrative:
Correction: b3/d10, b5 and f10/h6: medical device problem codes (add a1204 and a050401). Additional information: h3, h6, h10. D10: replace 06/09/2021 with 06/08/2021. B5: it was further reported that the female connector of a minicap extended life pd transfer set would not disconnect from the patient line of an amia pd cycler set. The patient eventually disconnected from the patient line. (Previously omitted in the initial report). H10: the sample was received for evaluation with a mini cap on the dark blue connector and the white twist clamp was in closed position. A visual inspection with the naked eye and magnification noted the female connector separated from the light blue main body. The insert chip was not returned with the sample to verify if solvent was present; however, there was evidence on the female connector indicating the insert chip was present during the assembly process. The insert chip dislodged during disconnection of the transfer set. There was no evidence of solvent on the threads inside the barrel of the light blue main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported separation between the female connector and main body was verified. The reported leak at the twist clamp and difficulty with the connection from the female connector was not verified. The cause of the separation between the female connector and main body was due to inadequate solvent application to the main body during the manufacturing process. A nonconformance has been opened to address the separation issue. A batch review was conducted for the suspect lots and there were no deviations found related to this condition during the manufacture of these suspect lots. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The lot was either h20k17057 or h21b02056. Initial reporter address: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector (dark blue) partially separated from the twist clamp (main body) of a minicap extended life pd transfer set. This was observed during disconnection from peritoneal dialysis therapy. It was further reported the patient took a gauze pad, covered it with disinfectant and tried to twist the dark blue piece back into the twist clamp. The transfer set was in use approximately one (1) week and was replaced at the clinic. The nurse did not notice any physical damage to the transfer set; however, when bleach solution was pushed through during disinfection, the solution squirted out of the twist clamp. There was no patient injury or medical intervention associated with this event. No additional information is available.